Event description:
The pt was placed on iab therapy on 10/4/97. It was reported that the pt was very balloon dependent and a dnr status. On 10/7/97 the pt expired due to illness while the balloon was pumping. The iab was removed later and it was discovered that the balloon had blood evident inside the membrane.